Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) overdischarged and communication could not be established using the clinician programmer 8840. The manufacturer representative (rep) stated that it looked like the health care provider (hcp) turned therapy off due to the patient developing dysphagia from the stimulation, but didn't tell the patient to continue to recharge. Physician recharge mode(prm) instructions were provided but no troubleshoot could be performed due to a lack of access to the device. The hcp also stated that once the dysphagia stabilizes, they will consider turning on one side for tremor. It was also stated that the patient was sick but date of onset was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.